Manufacturer narrative:
Correction: g5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer/compounder: (B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a pseudomeningocele after undergoing a laminoplasty in which floseal was used. It was reported hemostasis was successfully performed; however, spinal fluid leakage was observed post-operatively. It was reported, during the post-operative period, the leak was ¿blocked¿ and ¿swollen inside the body¿. It was noted this was the first time the physician had used floseal. It was reported the patient experienced numbness and loose sphincter. Twelve days after event onset, the patient underwent a revision surgery. It was reported the patient was recovered from the event. No additional information is available.